Event description:
During the patient's surgery, a robotic recurrent incisional hernia repair with mesh with a possible tar component separation, the force bipolar jaw broke within the patient. The instrument was stuck in the cannula because of the broken jaw. The surgeon had to manipulate the jaw in order for it to come out of the cannula. There was no harm to the patient.